Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked battery tube threads. Unit received with scratched lcd window. The low reservoir alarms feature working properly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was performed. The device was returned for analysis.